Manufacturer narrative:
Patient information was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigation task of a fess procedure, all ports had instruments plugged in but under emitter details it showed multiple ports as being unused. The site switched to another navigation system to complete case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient demographics are not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this event. A clinical specialist at the site stated that the axiem was functioning properly after the event.